Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridge. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support educated the customer that the cartridges are single-use products. Customer declined loading a new cartridge and opted to continue with current cartridge.